Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the battery compartment of insulin pump was over heating and insulin pump shuts off. The customer¿s blood glucose level was 113 mg/dl at the time of the incident. Customer stated that the battery compartment and case of insulin pump was not damaged. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected blank display noted during testing. Device was monitored for 24 hrs and no device heating up noted. No physical damage to the pump noted. The p-cap locks properly into place.